Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
An mhra user report has been received, reported by a hcp "user error, failed to change the insulin pod which had failed. Failed to respond to warning signs, admission with dka".